Event description:
It was reported, the xenon light source had moisture in the exchange socket. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred prior to an unspecified procedure

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b5, d8, h3, h4, h6, h11 correction: d9 the device was inspected and the traces of moisture in the socket was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed moisture in the socket, but the root cause of why the moisture was present could not be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.